Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with button error on their insulin pump. It was noted that the customer was currently on his mother's back-up pump, and had received keypad issues. The customer states their original pump had button error issues a while back, but they never reported it. The customer's blood glucose level at the time of incident with current pump was unknown. The customer states that water was spilled and prompted button error on their current pump. The customer states the keypad is unresponsive. The customer states their old original pump prompted the same button error message, and has unresponsive keypad. The customer's blood glucose level at that time was unknown. The customer will be sent continuation of therapy pump, and will be returning both pumps for analysis.